Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2008) and date of event (29-oct-2025) are considered to be a best estimate. This emdr represents the bd perfix plug (device 2). An additional supplemental emdr was submitted to represent the bd perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2008 ¿ patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with the implant of perfix plug (device 1, 2). Per op notes, ¿attention to left side, the inguinal floor appeared to be ruptured was repaired using a perfix plug (device 1) and second layer of mesh was placed over the pubic tubercle and sutured. Attention to the right side, small indirect hernia sac was noted. A large perfix plug (device 2) was placed, and layer of mesh was placed to poupart ligament using sutures.¿ attorney alleges that patient had bowel obstruction, nerve damage, pain and emotional injuries. It is also alleged that patient had swelling, sore and pain in groin area, numbness underneath scrotum, bleeding.